Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 38 found on 09/09/2021. Pump passed the self-test, however was unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to the occurrence of pump error 38. Successfully downloaded history files and traces using thus. Confirmed pump error 38 alarm (stuck motor alarm) on (B)(6) 2021 at 14:33 and 21:27 and (B)(6) 2021 at 00:00, 11:08, 11:12, and 13:00, and 00:38:26 in the pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: cracked case above arrow and battery icon, pillowing keypad overlay, and cracked keypad overlay. Customer alleged for pump error 38 (stuck motor alarm) was confirmed. Rewind anomaly was confirmed due to pump error 38. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The customer was discontinue the use of device.